Event description:
The event involved a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer where it was reported there was a leak in the lipid tubing filter, rn came and check the filter and notice that the filter is broken and the tubing connected to it. Another report stated that rn noted that lipid tubing had broken off from the filter and with no pressure in the line from lipids blood was leaking out the broken tubing, sample was saved. There was patient involvement, unknown patient harm and unknown delay in therapy. This captures 1 of 2 occurrences.

Manufacturer narrative:
The complaint of leaks on item b115 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. No lot number was provided. A device history lot number review is not able to be performed. D4: only di provided as lot number is unknown.